Manufacturer narrative:
There was patient involvement associated with the reported event since the event occurred intraoperatively, however, the. Patient information is not available for reporting. Unknown when patients pain started. This report is for one (1) unknown unk - nail head elements. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. PMA/(510k): unknown, as specific part and lot numbers is not provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery for femoral neck fracture with femoral neck system (fns) on (B)(6) 2018. While repositioning the bones, the surgeon noticed that the bones were very unstable. However, the surgeon decided to use the fns because there were no alternatives after applying reduction as much as possible. The patient reported pain after the surgery and it was found that the proximal bone piece was dislocated to the back. The fns was explanted and artificial bone head was implanted on (B)(6) 2018. The surgeon commented that he had recognized the unstable condition of the bones and the device was not the cause of this event. This complaint involves four (4) devices. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: reporter¿s name: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further surgeon commented that the fracture condition was too unstable to use fns system and fns system had no malfunction.